Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the distal right coronary artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and 3.5 x 12 mm xience xpedition stent delivery system (sds) was advanced, but failed to cross due to the anatomy. During several attempts to cross, the resistance increased. The sds was removed and resistance was again noted with the anatomy. After removal, it was noted that the distal stent struts were flared. A non-abbott sds was used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: route,grandslam; guide catheter: hyperion, guidezilla. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.